Event description:
Based on additional information received on (B)(6) 2017, this case initially considered as non-serious was upgraded to serious as the event of device malfunction was added with seriousness criterion as important medical event. This unsolicited case from united states was received on (B)(6) 2017 from physician. This case concerns a (B)(6) male patient who received treatment with synvisc one and after an unknown latency had pain in one knee, swelling in one knee and after 2 days drained 152 and 110 cc of fluid from right knee. Also, device malfunction was identified for the reported lot number. No medical history, past drugs, concomitant medications and concurrent conditions were reported. On (B)(6) 2017, the patient initiated treatment with intra-articular synvisc one injection, at a dose of 6 ml once (batch/lot number: 7rsl021, expiry date: not reported) for knee osteoarthritis bilaterally. On (B)(6) 2017, patient proceeded to lay flooring. On an unknown date in (B)(6) 2017, latency unknown, patient returned to the office complaining pain and swelling in one knee only. On (B)(6) 2017, after 2 days of receiving injection, it was reported that 152 cc fluid was drained and again 110 cc on (B)(6) 2017 from right knee only. Corrective treatment: not reported for pain in one knee and swelling in one knee, device malfunction outcome: recovered for all events a pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4) an investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation was completed, corrective and preventive actions would be implemented. Seriousness criterion: important medical event for device malfunction additional information was received on (B)(6) 2017 (processed with the clock start date of (B)(6) 2017). This case initially considered as non-serious was upgraded to serious as the event of device malfunction was added with seriousness criterion as important medical event. Event of device malfunction was added. Global ptc number and ptc results were added. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment for follow-up dated 13-dec-2017: this case concerns a patient who has received synvisc one injection from the recalled lot and later had pain in right knee, swelling in right knee and right knee effusion. The events are temporally related with the device. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.

Event description:
Based on additional information received on 06-dec- 2017, this case initially considered as non-serious was upgraded to serious as the event of device malfunction was added with seriousness criterion as important medical event. This unsolicited case from united states was received on 06-dec-207 from physician. This case concerns a (B)(6) year old male patient who received treatment with synvisc one and after an unknown latency had pain in one knee, swelling in one knee and after 2 days drained 152 and 110 cc of fluid from right knee. Also, device malfunction was identified for the reported lot number. No medical history, past drugs, concomitant medications and concurrent conditions were reported. On (B)(6) 2017, the patient initiated treatment with intra-articular synvisc one injection, at a dose of 6 ml once (batch/lot number: 7rsl021, expiry date: not reported) for knee osteoarthritis bilaterally. On (B)(6) 2017, patient proceeded to lay flooring. On an unknown date in (B)(6) 2017, latency unknown, patient returned to the office complaining pain and swelling in one knee only. On (B)(6) 2017, after 2 days of receiving injection, it was reported that 152 cc fluid was drained and again 110 cc on (B)(6) 2017 from right knee only. Corrective treatment: not reported for pain in one knee and swelling in one knee, device malfunction outcome: recovered for all events a pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4) an investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation was completed, corrective and preventive actions would be implemented. Seriousness criterion: important medical event for device malfunction additional information was received on 06-dec-2017 and 13-dec-2017 (processed with the clock start date of 06- dec-2017). This case initially considered as non-serious was upgraded to serious as the event of device malfunction was added with seriousness criterion as important medical event. Event of device malfunction was added. Global ptc number and ptc results were added. Text was amended accordingly. Additional information was received on 18-jan-2018 from the patient. Event of drained 152 and 110 cc of fluid from right knee was updated to drained 152 and 110 cc of fluid from right knee/large painful effusion. Concurrent condition and concomitant medication was added. Clinical course updated.text was amended accordingly. Pharmacovigilance comment: sanofi company comment for follow-up dated 13-dec-2017: this case concerns a patient who has received synvisc one injection from the recalled lot and later had pain in right knee, swelling in right knee and right knee effusion. The events are temporally related with the device. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.